Event description:
According to the reporter, approximately five days after an open right colectomy procedure, the patient had to come back for a surgery due to the anastomotic leak. When the patient was reopened, the stool filled the abdomen and the anastomoses have separated completely.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.